Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and the insulin pump had no delivery alarm. The customer¿s blood glucose was 519, 515 mg/dl. The customer was treated with the manual injection. Troubleshooting was declined for high blood glucose and performed for no delivery alarm. Customer reported that alarm was not occurred during manual prime. Customer reports event was resolved by infusion set change. The insulin pump will not be returned for analysis.